Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces measuring 13.2 cm and 54.0cm, respectively. Visual examination found internal insulation abrasion at 13.0 ¿ 13.9 cm from the distal tip, breaching ring electrode cable lumen between shock coils. The inner coil lumen and the etfe cable coating were found intact in this location. External abrasion also found at 12.2 ¿ 12.5 cm from the distal tip, breaching the right ventricular cable lumen with intact etfe cable coating at the distal region. The cause of the external insulation abrasion is consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.